Event description:
It was reported that during an ischemic vt ablation of the left ventricle after one lesion was delivered, the patient's blood pressure dropped and md suspected the patient had a pericardial effusion. A pericardiocentesis was performed, but no fluid was found in the pericardial space. It's reported that an echo was performed at that time and a pleural effusion was found. A chest tube was inserted with a reported 2 litters fluid drained and the procedure was abandoned. The physician's opinion regarding the causality of the perforation was high atrial pressures. The patient is stable at this time and required hospitalization.

Manufacturer narrative:
The concomitant products : carto 3 model # m-4800-01, serial # (B)(4), stockert model # m-5463-01, serial # (B)(4). Coolflow pump model # m-5491-02, serial # (B)(4). Soundstar model # m-5723-05, lot # unknown. (B)(4).

Manufacturer narrative:
After multiple follow-ups to retrieve the catheter, no catheter was returned. Therefore no evaluation was performed.the device history record was reviewed, it was identified that 2 pieces were scraped; however DHR shows these pieces were identified during the process prior the final inspection stage and documentation shows the scrap of these pieces exist. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures.(B)(4).